Event description:
The actual residual pump volume was greater than the expected volume; specific values were not provided. The pump was "almost full". It was noted that the patient had been going in every few weeks for increases and was up to 8mg/day; the device system was used to deliver morphine. Follow-up with the patient's physician was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).